Event description:
(B)(4) MDR - boston scientific received info that during a post operative follow up, loss of capture was noted on this right atrial lead. In addition, no sensing was noted in the atrium despite clear p-waves and the sensitivity set to maximum settings. A lead dislodgement was alleged. The device was reprogrammed. Subsequently, a surgical intervention took place to reposition this lead. No adverse pt effects were reported following the procedure. This lead remains implanted. Should additional info become available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.